Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but was too proximal so the physician recaptured the device. The closure device was deployed a second time, and it was deployed against the back wall of the laa. A contrast injection was administered, and the physician noted the contrast was going into the pericardial space. Transesophageal echocardiogram (tee) imaging showed that the patient had a pericardial effusion. The physician performed a pericardiocentesis draining 1000ml of blood and reinjecting it back into the patient. The patient was still bleeding after an hour, so they were brought to have open heart surgery. During surgery the perforation and pericardial effusion were treated and the laa of the patient was clipped. There were no other complications that were reported to have occurred, and the patient is recovering from this event.

Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but was too proximal so the physician recaptured the device. The closure device was deployed a second time, and it was deployed against the back wall of the laa. A contrast injection was administered, and the physician noted the contrast was going into the pericardial space. Transesophageal echocardiogram (tee) imaging showed that the patient had a pericardial effusion. The physician performed a pericardiocentesis draining 1000ml of blood and reinjecting it back into the patient. The patient was still bleeding after an hour, so they were brought to have open heart surgery. During surgery the perforation and pericardial effusion were treated and the laa of the patient was clipped. There were no other complications that were reported to have occurred, and the patient is recovering from this event.